Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not wearing a mask while performing pd therapy. On an unreported date, the patient was hospitalized for the event of peritonitis. The treatment for the reported event included injections of ceftazidime (500 milligrams, route and frequency not reported) and amikacin (125 milligram, route and frequency not reported). The patient was recovering from the event of peritonitis and the action taken with pd therapy was unknown. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and peritoneal effluent was clear. Treatment was ongoing with unspecified antibiotics. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.